Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate received a letter from competent authority bfarm reporting that at attempting to insert screws, the concomitant device torx-bit (ie. Screwdriver) was overrunning. It wasn¿t possible to insert the screw final or remove. The removal was carried out using a fixed rod in the screw head and the screw head broke off. Two screws broke. The existing thread (ie. Threaded screw shank) had to be pierced and chiseled out. This went more instruments to break (reported to be depuy synthes spine chisel, forceps, screw extraction kit, catalog numbers unknown). For the patients one resulted to 90 min. Prolonged surgical time, a higher blood loss and a bone defect. The following mfg. Medwatch reports are being filed for the two broken screws, and the chisel, forceps, and extraction kit that were reported to have been involved in the event: 1526439-2014-12043 - broken screw; 1526439-2014-12044 ¿ broken screw; 1526439-2014-12045 ¿ broken chisel; 1526439-2014-12047 ¿ broken screw extraction kit.